Manufacturer narrative:
Product complaint # (B)(4). Follow-up medwatch will be filed as appropriate. Follow-up medwatch will be filed as appropriate. Follow-up medwatch will be filed as appropriate. (B)(4). Reporter is an attorney.

Event description:
Ppf, implant records and sticker sheets received. Ppf alleges loosening of cup, fracture, dislocation, infection and loosening of stem.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.